Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device check five days post implant indicated phrenic nerve stimulation due to the left ventricular (lv) lead. The parameters on the lead were adjusted and the lead remains in use. It was noted that the patient is taking part in the adapt response study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.